Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The yellow screw driver was noted to have a slightly bent shaft, this could cause issue of "cross-threading" during this step.

Manufacturer narrative:
The complaint description states that : during preparation of the glenoid component surgeon found both drill bits very blunt and had difficulty in preparing accurate holes for the fixation screws. During implantation of the glenosphere, yellow screw driver was noted to have a slightly bent shaft, this could cause issue of "cross-threading" during this step. The device associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. A review of the photo was performed. As can be seen from the attached photos the hex end of the screwdriver is badly worn and burred and the cutting edges of the drills are worn and blunt. The assessment is that this complaint is due to wear and tear. Based on the information received and the investigation performed, the root cause of the incident could be attributed to product wear (from usage). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.